Event description:
The customer was hospitalized with dka. Troubleshooting revealed the customer blood sugars had been high for the last day and a half. Explanted the rule of changing the infusion set after two consecutive high readings.